Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 300mg/dl while wearing the pod on her arm for between 36 and 48 hours. She stated that the cannula appeared bent when the pod was removed. Treatment included giving a bolus and changing the pod.

Manufacturer narrative:
The returned device was evaluated and the soft cannula was in the undeployed state when received. The cannula was deployed with manual rotation of the ratchet gear and no bend or kink was observed. The pod state indicated the user deactivated the device after the first primary series sequence.